Event description:
Additional information was received indicating the rv lead was not explanted, but capped and a new rv lead placed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that high voltage therapy was initially aborted during ventricular tachycardia (vt) episode. The vt was successfully terminated by the device. Furthermore, episodes of low defibrillation impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead due to suspected lead damage. The rv lead was explanted and replaced. The patient was stable.